Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The subtotal stenosed lesion being treated was located in the mid left anterior descending (lad) artery. Following a non st-elevation myocardial infraction (nstemi), a 3.00x16 mm taxus express2 drug eluting stent was placed in the mid lad, deployed at 14 bar. The patient was treated with clopidogrel for 6 months and continued on asa. One year post, the initial procedure, primary percutaneous coronary interventions (pci) was performed due to a thrombotic occluded stent in the lad. A non-boston scientific stent deployed. Clopidogrel was reintroduced. No additional patient complications were reported. Patient status reported as "ok".